Event description:
"Approx 30 seconds into the ablation [novasure endometrial], the pt went asystolic." The "pt was under anesthesia, but her body started moving when the ablation began." The operating room staff (o.r.), performed chest compressions. The pt went to the recovery room and the physician monitored her "cardiac rhythms for several hours." We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).